Event description:
A potential product issue has been reported internally with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. It has been found that a beam was missing for a session of a pt record. It is impossible to know if the beam has been treated or not on the day it was discovered since there is a possibility of a data transfer failure. Corrective action is pending final investigation. No injury has been reported. Further investigation required. For a final risk assessment, further investigation results regarding the cause and risk coverage is required. Preliminary risk assessment and cause are documented.

Manufacturer narrative:
Preliminary cause: one fraction of the treatment was missing and it is for the user not possible to identify if the treatment was performed or not. Preliminary risk analysis indicates: severity: 3 (critical) the complaint behavior affects one fraction. The same pt could be treated as prescribed in a further fraction and all data were recorded correctly. This may potentially result in a marginal injury. Worst case: it is unclear if the behavior may affect more than one fraction the complaint behavior may potentially result in a serious injury. Probability: c (remote). Harm will probably occur at least once. No other product is concerned. Further investigation required. For a final risk assessment, further investigation results regarding the cause and risk coverage is required.